Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 8:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.3 inr. The patient thought the result was high and was no experiencing any bruising or bleeding. Between 10:30 a.m. And 11:00 a.m., the patient went to the laboratory for testing using the stago neoplastine reagent, resulting with a value of 3.3 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient currently feels well. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks. The patient did not have anemia or antiphospholipid antibodies such as lupus. The patient did not take heparin or direct thrombin inhibitors. The patient has had no changes in medication or diet. The patient did not have a special or unusual diet. The patient did not have any bleeding or bruising which required medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.7 inr): qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The maximum difference between measurements was 3.2%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.